Event description:
The following was reported in an article ("squeaking in total hip replacement: a cause for concern, september 2008, volume 31, number 9). Squeaking in ceramic-on-ceramic hip replacement has been noted with increasing prevalence. (B) (6) collected data on 149 alumina-on-alumina thrs in 143 patients with an (B) (6) and an average body mass index of 34. Fifteen pts reported squeaking hips initiated by activities. Friction-vibration and vibration-amplification studies were performed. The trident cup paired with the omnifit stem (stryker) demonstrated lower rates of squeaking than those of hip replacements performed which a trident cup and accolade stem (stryker). It was indicated that any ceramic-on-ceramic bearing has the potential for squeaking. The probability of this happening is increased with designs or patients prone to impingement and malpositioned components. Squeaking can possible be minimized by optimizing implant position.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.